Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched message caused by pulled threaded inserts from the front case which allowed separation between front case and the mech assembly resulting in excessive force to close the door. The front case assembly was replaced.

Event description:
During baxter's evaluation a device alarmed for a door not fully latched message. There was no patient involvement.